Manufacturer narrative:
In the reported event the software version (B)(4) caused a restart of the ventilator and posted the error code 88.002. A detected deviation within the electronic system will cause a software-controlled restart (reset) of the whole electronic system. In case of a restart, the pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system reset is combined with an audible and visible alarm of high priority. After termination of the restart procedure (max. 12 sec), ventilation is continued with the latest settings. The root cause for the restart was fixed within a software version released in june 2015. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device posted the error code 88.0002 during use on patient. There was no patient impairment reported.